Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an error code 1109 "check vent: machine pressure sensor auto zero" failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer advised that she replaced the flow sensor assembly and now the unit has an 1109 error code. The rse provided part number for the da board per the suggestion of the service guide. The investigation is ongoing.

Manufacturer narrative:
The customer replaced da pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.